Manufacturer narrative:
The device is expected to be returned but has not yet been received. Investigation pending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the lab inr result. Results as follows: date: (B)(6) 2013; inratio inr: 3.4; lab inr: 8.2. The time between testing was within minutes. Therapeutic range 2.0-3.0 for pt. The pt was suspicious of the inratio readings the prior week but did not provide any results. Due to bleeding in the mouth and other unspecified areas, he went to the hosp and took his inratio meter with him for comparison. The pt was admitted to the hosp due to the inr results however, the treatment given at the hosp was not provided. There was no additional info provided.